Event description:
Information was received that during a vats procedure, the surgeon experience bleeding with the enseal device. The patient was transfused and the patient was in ICU due to atypical cardiac arrhythmia (pat) additional information from surgeon: patient was 86 with chronic anemia (was going to need blood anyway) with a history of afib (reason why patient went to ICU post-op) the bleeding was from the pulmonary artery. To stop the bleeding pressure was applied. Dr (B)(6) advised that the device was not cleaned as good as it should be (which they are now cleaning better between uses). The patient went home on day 3 which he considered to be very good for a (B)(6) female with a history having a vats.

Manufacturer narrative:
(B)(4). (B)(4). Information not available, device not returned for analysis.